Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was in a red x condition for about 4 years. It appears to have been generated by the condition of the batteries. However, this could not be firmly established as the batteries used were not returned as part of this investigation. A red x condition on the device is both visual and audible until addressed. Zoll recommends that a red x condition be addressed by the user to ensure the device is clinically ready. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.